Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter would not power on. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that the meter issue occurred on (B)(6) 2016 at 08:30am. The patient denied taking any medication to manage her diabetes and continued to follow her usual diabetes management routine in response to the alleged issue. The patient developed a symptom of "shaky" 30 minutes after the issue however denied receiving any treatment. During troubleshooting the cca noted that there was misuse of the device. Replacement products were sent to the patient. This complaint is being reported as the patient suffered a symptom that meets lfs criteria of a serious hypoglycemic event after the alleged issue occurred.